Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners damaging their gums, and their teeth have shifted and their bite is not correct. Requested letter of recommendation from the patient seeing their periodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.